Event description:
It was reported that the device was used during a laparoscopic appendectomy. Surgeon fired the device, it cut and stapled, but the staples did not form properly. The tissues was unstable and continued to bleed. Another device was used to complete the case. There was no patient consequence.